Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that stimulation was not working in the right place since (B)(6) of 2017. Stimulation was in the right side of the patient's bottom and it should be in her back. It was noted that a fall was related to the issue. The patient fell going down the steps in the end of (B)(6), on (B)(6) 2017. The patient's medicine makes her dizzy, and she walks with a cane and a walker. It was noted that they took her medicine down. The patient was redirected to follow-up with a healthcare professional to check the ins and leads. The patient's next appointment with her doctor was on (B)(6) 2017.